Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex ureteral stent, when the device was removed from the packaging and examined for functionality, it was noticed that the bladder end of the stent was torn. No damage was noted to the packaging itself, and the stent had been easily removed from the device packaging. The suture had reportedly not been removed prior to the tear being noticed. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine." The patient is reportedly over age 18.